Event description:
It was reported that during a device upgrade procedure, noise after shock was observed. The physician suspected device issue. The device was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise following a hv shock could not be reproduced. The device was tested on the bench and using automated test equipment and no anomaly was observed.